Event description:
On (B)(6) 2011, a neurotherm employee received a call from the facility reporting a pt burn. Pt was awake but had some sedation and felt burning. Doctor stopped the procedure, removed the pad, and saw a red area. A second pad was picked up from a different facility and the procedure was completed. The red area bubbled up and was about 1 cm in diameter according to the nurse.

Manufacturer narrative:
Note: as a result of corrective action (B)(4), potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.